Event description:
It was reported that the pump experienced a rapid battery charge drop leading to an unexpected shutdown, which reset several pump settings and required manual intervention for continued use. The customer¿s blood glucose level exceeded 500 mg/dl, and while the exact value was unknown, it was described as ¿high.¿ to address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The customer expressed interest in obtaining a replacement pump and was advised about possible loan options since the existing pump was out of warranty.